Event description:
It was reported that following an implant procedure the patients had a hematoma at the ipg site, swelling was noted. Physician believed it was not procedure or device related. The patient was prescribed antibiotics. The patient was reportedly doing well.